Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An internal visual inspection of the device was completed by the manufacturer and found evidence of water ingress and black residue consistent with keratin, yellow bio contamination, hair-like objects, and thread-like objects in the bottom of blower, blower outlet, blower outlet seal and blower box. The manufacturer also found white dust-like contaminates, yellow sticky substance, indeterminate white and brown contaminates in the blower, top of blower box, top enclosure near accessory module port, inside bottom enclosure, face of front panel and blower box at air inlet. The manufacturer found no evidence of sound abatement foam degradation /breakdown. The device's event log was reviewed by the manufacturer and found the error log showed 1 instance of: e-154. The manufacturer concludes the contaminates found were consistent with water ingress, an indeterminate contaminates, dust, hair and thread like objects, keratin and bio contaminates, contamination inconsistent with the sound abatement foam. The manufacturer confirmed there was no evidence of sound abatement foam degradation. Section d9, g3, h3 and h6 has been updated / corrected.